Manufacturer narrative:
It was reported that while sleeping with the life 2000 in use, the patient woke up and ¿could not breath¿ with ¿shortness of breath.¿ the patient was unable to provide what her oxygen saturations were, however, states her husband assisted with switching back to her regular nasal cannula (connected to a third-party concentrator) and she quickly recovered to her baseline (o2 baseline not provided). No additional medical intervention was required. At the time of the event, the patient had oxygen bled in at 4lpmper concentrator (everflow brand) with humidifier present and notes the interface was secure in her nose. She additionally did not witness the concentrator flow meter ball drop, kinks in tubing, or presence of condensation, nor were any device alarms noted. It was reported the patient has not used the life 2000 since the event; however, would like for a trainer to assess the device for determination of continued therapy. There was no malfunction alleged and the patient is keeping the device at this time. Multiple attempts have been made with the customer for scheduling an equipment check for the device in question inspection to occur. The patient has refused stating she is pending ¿answers from multiple agencies¿ prior to scheduling a device pick up. It is noted she wanted her home oxygen company to come out and inspect her concentrator. The patient notes she has followed-up with her md regarding the above. He states, ¿he is ok with her trying the device again and if she doesn¿t like it, she can return.¿ the patient stated that she doesn¿t need a trainer to come out and if she continues to not like the device, she will call hillrom back. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Hypoxemia (low oxygen saturations) is a below-normal level of oxygen in the blood, specifically in the arteries. Normal adult blood oxygen levels typically range from 95 to 100 percent. Oxygen desaturation can be contributed to disorders such as respiratory failure, respiratory infections, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was not confirmed, the change was temporary, and medical intervention was not required. Additionally, the patient recovered at home by switching to the already prescribed oxygen therapy, and there was no report of permanent impairment of body function or damage to body structure, which concludes/indicates no serious injury occurred. The ultimate cause of the reported drop in oxygen saturation is unknown, and likely multifactorial due to the patient's underlying pulmonary pathology. However, hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor concentrator is likely to lead to a serious injury if the event were to recur. Based on this information, no further action is required.

Event description:
It was reported that while sleeping with the life 2000 in use, the patient woke up and ¿could not breath¿ with ¿shortness of breath.¿ the patient was unable to provide what her oxygen saturations were, however, states her husband assisted with switching back to her regular nasal cannula (connected to a third-party concentrator) and she quickly recovered to her baseline (o2 baseline not provided). No additional medical intervention was required. At the time of the event, the patient had oxygen bled in at 4lpmper concentrator (everflow brand) with humidifier present and notes the interface was secure in her nose. She additionally did not witness the concentrator flow meter ball drop, kinks in tubing, or presence of condensation, nor were any device alarms noted. It was reported the patient has not used the life 2000 since the event; however, would like for a trainer to assess the device for determination of continued therapy. There was no malfunction alleged and the patient is keeping the device at this time. This report was filed in our complaint handling system as complaint # (B)(4).